Event description:
The customer reported that the clear insulation on the device fell off into the patient cavity. It was retrieved and there was no patient injury. A new device was used to finish the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.